Event description:
Medtronic received report that the axium coil could not be pushed out of the sheath. It was noted the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was replaced to continue the procedure. There was no harm or injury to the patient who was undergoing a procedure to treat an unruptured saccular left carotid ophthalmic artery aneurysm. The aneurysm max diameter was 7.3mm and the neck diameter was 4.9mm. Blood flow and vessel tortuosity were normal. Additional information was received that the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. There was no damage observed to the coil, coil pushwire, or the sheath.

Manufacturer narrative:
Product analysis of qc-2-6-3d, lot#223745227. Damage location details: the axium implant coil was return with an introducer sheath; however, the axium implant coil was to damage to be resheathed. The actuator interface was found to be broken off with release wire visible at ~9.5cm from the proximal end; however, the axium pushwire was found to be bent kinked at ~22.5 cm; bent at ~78.5cm; bent at ~93.5cm: bent at 102.5cm and kinked at 107.5cm from the proximal end. The axium implant coil was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil tip od (outer diameter) was not measured due to axium implant coil not returned; therefore, no od testing was performed. The introducer sheath ID (inner diameter) was measured to be .0185¿ (0.47mm) which was found to be within specification (specification 0.47mm +0.03mm/-0.00mm). Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed. The axium implant coil was unable to be resheath; therefore, reproducing the failure was unsuccessful. The customer reported no issues with preparation per IFU. Therefore, it is likely that the axium implant coil became damaged during preparation, or due to an improper hubbing technique (over tightening of the rhv). Regarding the damage (break, bends, kinks) found with the pushwire damage can occur if the device is advanced against resistance or due to handling. However, the root cause for resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.